Manufacturer narrative:
No button error alarm noted. However unit had intermittent button response due to moisture damage on keypad traces. Pump received with minor scratched display window, broken battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.